Event description:
Navigation and catheter malfunction. Navigation system froze mid case. Etiology unknown. Old catheter removed from field and new one opened. No problems with navigation system after new catheter used. Service coordinator aware.